Event description:
Revision surgery - pt was experiencing hip pain. The doctor performed at CT scan and revealed that a screw had gone through the pelvis and into the muscle. The doctor had to remove head and liner to get to the screw.